Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the entire reservoir filled due to the volume of the pt and they could not vent it after it was filled. Thirty liters of volume had been removed from the pt pre-operatively via dialysis. The perfusionist felt that much volume being removed from pt that they would not have much volume and was not ready to bag the excess volume. Went on bypass and initiated vavd and the reservoir filled up rapidly with blood spilling over to vacuum line and moisture reservoir for the vavd. There was no positive pressure relief valve on the reserve to automatically vent if it became pressurised. The incident occurred at the initiation of bypass and they were able to pump all the reservoir volume back into the pt and come off bypass. The pt was supported by anesthesia, had normal rhythm, good blood pressure, and was able to be adequately maintained. Product was changed out and bypass resumed. The surgery was successfully completed and no harm to pt.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).